Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 361, 207mg/dl. Tests were done within 10 mins with a difference of 48%. The pt did not experience any adverse events. Customer is using expired controls solution. No further info has been reported.